Event description:
The caller reported that the customer had a pt with a 7.0 size sealguard endotracheal tube that experienced a leak. The tube was removed and the pt was re intubated with another 7.0 sealguard endotracheal tube.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant info, a follow-up report will be submitted.